Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 450 to 500 mg/dl. Patient's later blood glucose values were 350 and 258 mg/dl. Belt clip damage was also reported. Customer declined to troubleshoot for their blood glucose levels. The device is not expected to be returned for analysis.